Manufacturer narrative:
Correction: software version for product ID: 9733763 is software version: 2.2.6. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. It was suspected that the registration was poor. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: unknown, ubd: unknown , UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that reported behavior could not be recreated. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for tumor resection. It was reported that intra-operatively, the surgeon alleged that the system was inaccurate. The inaccuracy was noticed when the surgeon navigated more posterior. The amount of inaccuracy was unknown. A manufacturer representative was on-site and reviewed the trace pattern. The trace was collected in a small area on the forehead and the tumor was more posterior. The site continued with navigation noting the inaccuracy. There was no reported impact to patient outcome and no reported surgical delay.